Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. Repeat tests were performed and the results were positive. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false negative".

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 1132560. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation was performed on batch number 1132560 and the complaint could not be replicated. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. Repeat tests were performed and the results were positive. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false negative".

Manufacturer narrative:
The following field was updated with corrected information: g.4. Date received by manufacturer: 2021-09-20.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. Repeat tests were performed and the results were positive. There was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false negative".